Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 520 mg/dl with moderate ketones. Cause was not known. Customer went to the emergency room and was treated with an injection of insulin to address the elevated bg. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. No additional information was provided.